Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the lead. The lead was damaged during explant due to laser extraction and was discarded. No lead abnormalities were seen on fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.